Event description:
Xiao z, gao w, zhou h, et al. Clinical features, angio-architectural phenotypes, and treatment strategy of foramen magnum dural arteriovenous fistulas: a retrospective case series study. Frontiers in neurology. 2023;14:1121075. Doi:10.3389/fneur.2023.1121075. Medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to describe their clinical features, angio-architectural phenotypes, and treatments of foramen magnum dural arteriovenous fistulas (davfs) through a case series study. There were 55 patients including included in the study, though 13 were cases from the authors and the rest were from a literature review for articles with sufficient clinical descriptions and adequate angiographic architecture of the foramen magnum davfs. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted: a 60-year-old male presented with a sudden onset of severe headache and loss of consciousness for 2 h. The patient was in a deep coma with tracheal intubation, and their neurological state was said to be very poor. Imaging showed a subarachnoid hemorrhage and a davf, which was embolized using onyx. Whenever any venous migration appeared, the injection was stopped to allow for solidification and subsequently the injection was continued until the davf was completely obliterated. After the embolization, continuous lumbar drainage of bloody cerebrospinal fluid was applied to the patient for 5 days. The patient woke up from a coma 1 week later and recovered well without any neurological deficit 1 month later. Follow-up angiography at 6 months did not reveal any fistula residual or recurrence.

Manufacturer narrative:
G2: citation: authors: xiao, z., gao, w., zhou, h., zhang, x., dai, j., wan, j., & guo, l.. Clinical features, angio-architectural phenotypes, and treatment strategy of foramen magnum dural arteriovenous fistulas: a retrospective case series study. Frontiers in neurology 14:1121075 2023. Doi:10.3389/fneur.2023.1121075. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.